Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd an evaluated the device. The device was found out of specification in relation to the reported symptom which was confirmed and reproduced. The cause was not identified. The eval was unable to determined the cause. The upper and lower auxiliary are considered failing components and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door open state to the door closed/set-loaded state and the lower link switch does not activate.